Event description:
The customer's husband reported wife's hospitalization for diabetes ketoacidosis for the past three days. Customer stated not sure if it is insulin pump related or not. Customer will report back to give details of the hospitalization. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).